Event description:
Customer reported that "clear" outer covering of insert pulled out from it's attachment point leaving a loose, frayed edge. The bowl subsequently pulled through the clamp, requiring stay sutures, additional placement and time. Pt was doing fine at last report.